Manufacturer narrative:
It was reported that customer called and stated the rollator is not locking, customer states whenever they put it in a locked position the brake clip is barely touching the wheel. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and

Event description:
It was reported that customer called and stated the rollator is not locking, customer states whenever they put it in a locked position the brake clip is barely touching the wheel.